Event description:
It was reported that during a lap cholecystectomy procedure, while cleaning the instrument, the tip of the blade broke in half. Another instruments was used to complete the procedure. No patient consequence.